Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. During visual inspection no moisture damage was noted on the electronic or motor assemblies. The following cosmetic damage was noted: cracked case at the display window corners, cracked belt clip slot, and cracked battery tube threads, and minor scratches on the lcd window.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. She wore the insulin pump in the pool and once she realized it she ran out and took it off. Customer's blood glucose was unknown. Customer stated the device was exposed to the water for about a minute. Fluids were noted under the lcd display and the device didn't have any physical damage. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.